Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported downstream occlusion alarms, which were reproduced while running a loaded set. Downstream occlusion alarms were confirmed through a review of the event history log and found to be caused by a failed force sensor. The failed force sensor was replaced to correct the condition.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be complected and a supplemental report will be submitted.